Event description:
It was reported that there was a loss of therapeutic effect. It was further reported that during the last couple of days prior to the report the patient suddenly had not been able to lift their arm or roll in bed without feeling pinching or pulling. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3987, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. Product ID: 7496-66, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. (B)(4).